Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the driver shaft was placed in the handle and it could not be locked. There was no consequence to the patient. The surgery was performed as planned. The other handle in the system was used with no delay. This report involves one expedium spine system tear-drop handle, ratcheting. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: d9 device returned to manufacturer h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the inner mechanism not able to lock the mating device. The reported allegation can be confirmed. The allegation of unable to assemble cannot be confirmed as the mating device assemble with no problem. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed and not performed as intended. Once the mating device assemble you can pull it and unattached the devices. The overall complaint was confirmed as the observed condition of the tear-drop handle, ratcheting would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR) a review of the receiving inspection (ri) for tear-drop handle, ratcheting was conducted identifying that the lot number gb72338 was released in two batches. ¿ batch1: lot qty of 111 units were released on february 17, 2016 with no discrepancies. ¿ batch2: lot qty of 17 units were released on march 22, 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Corrected data: d4 primary UDI number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.